Event description:
A user facility reported a video issue, b30 scope communication error while using evis exera iii xenon light source. The malfunction was found during the procedure. The patient was sedated upon error code and the patient was postponed and re-sedated until the new scope was processed and attached. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of b30 scope communication error was not confirmed. The socket slider was found to be worn out and the lamp life meter was over 500 hours.the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the reported error (b30) was not reproduced. Therefore, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿average lamp life - approximately 500 hours of continuous use (with intermittent use, the lamp life may vary slightly).¿ olympus will continue to monitor field performance for this device.